Event description:
Instrument was being used to guide the drill during a procedure on the shoulder. The drill was also used. A snap was heard, and when the instrument was removed, approximately 1 inch of the plastic tip was missing. Staff felt that tension was applied to the instrument to hold in place and may have contributed to the break. An additional small incision was required to retrieve the plastic tip, otherwise there was no harm to the patient and the procedure was completed.